Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the distal pulse was poor after cl osure of the arteriotomy site. Longitudinal arteriotomy revealed a significant disruption of plaque in the femoral artery. An endarterectomy and patch angioplasty were performed, resolving the pulse issue. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported intervention performed was required due to pre-existing plaque in the artery. The valve implant procedure was successfully completed with no adverse patient effects reported. (B)(4)